Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced blood around the implant site approximately 10 days post implantation. The patient was treated with oral and topical antibiotics; however, the issue could not be resolved resulting in the patient experiencing breakdown of wound. Subsequently, the patient underwent revision surgery to drain the fluid and repair wound breakdown (date not reported).